Event description:
A recalled, four yr old, atrial, j-wire, bipolar, retractable screw pacemaker electrode (lead) of a different MFR was extracted. On the case report utilized for the MFR's lead extraction data base, the physician reported a tamponade/hemopericardium complication. In addition, to the MFR's instruments, an investigational laser device was utilized. The comment section of the form contained the following: despite very simple and easy advancement of sheath to right atrial myocardium pt developed atrial tear with cardiac tamponade requiring sternotomy.